Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3888-56, lot# 0209404523, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# 0209877015, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that therapy was effective, but the intensity of stimulation was different between the test and the final implantable neurostimulator (ins). There was a difference between 3v and 3.5v used during the test and 0.6v 6.2v used with the final ins. The ins was programmed to 0.6v, 450 usec, and 80 hz on one lead and 6.2v, 450 usec, and 80 hz on the other. During implant, the hcp did not wasn¿t to use extensions for the patient's peripheral nerve stimulation therapy. Impedances were measured and they were not okay. On each lead, ¿three plots¿ were okay and had impedances around 700-900 ohms. The cause of the impedance issue was not determined. The patient planned to meet with their hcp and a manufacturing representative often. The issue was not resolved at the time of this report.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.